Event description:
Hamilton medical ag received the following incident description: hospital biomed reports that the unit failed while ventilating the patient (B)(6) 2023. The end users state the unit "wouldn't deliver breaths and the unit was alarming high peak."

Manufacturer narrative:
Investigation is ongoing.